Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the atrial lead, acceptable sensing values could not be obtained. Multiple positioning attempts were made. The physician decided not to implant the lead after observing blood within the lead's tip. A replacement lead was successfully implanted.